Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. No images have been made available to the manufacturer. The device has not been returned to the manufacturer for evaluation. As the lot number for the device was not provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed for history of dvt and pe. Patient has a history of lupus anticoagulation, venous stasis ulcers of the lower extremities, venous insufficiency, lymphedema and cellulitis of the lower extremities. Approximately 16 years post filter deployment a contrast injected vena cavagram demonstrated an approximate 90% occlusion in the ivc. Venous collateralization was identified at the location of the occluded ivc. The vena cavagram demonstrated the filter had migrated caudally, tilted and was embedded in the ivc wall at occlusion site. Angioplasty was performed to remove the thrombus and dilate the ivc at the filter; however, only marginal vascular improvement was achieved. No reported attempt was made to retrieve the vena cava filter. Patient continues to experience vascular circulatory issues due to his medical history. There has been no reported pe post filter deployment.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for filter tilt and caudal migration. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: migration of the filter - this ma be caused by placement in oversized vena cava greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed for history of dvt and pe. Patient has a history of lupus anticoagulation, venous stasis ulcers of the lower extremities, venous insufficiency, lymphedema and cellulitis of the lower extremities. Approximately 16 years post filter deployment a contrast injected vena cavagram demonstrated an approximate 90% occlusion in the ivc. Venous collateralization was identified at the location of the occluded ivc. The vena cavagram demonstrated the filter had migrated caudally, tilted and was embedded in the ivc wall at occlusion site. Angioplasty was performed to remove the thrombus and dilate the ivc at the filter; however, only marginal vascular improvement was achieved. No reported attempt was made to retrieve the vena cava filter. Patient continues to experience vascular circulatory issues due to his medical history. There has been no reported pe post filter deployment.